Event description:
Related manufacturer report number: 2017865-2023-18123. It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold and loss of capture on both the right ventricular (rv) and atrial lead; the rv and atrial leads were found to be dislodged. During lead repositioning, the helix of the rv and atrial leads were unable to be extended. The physician elected to explant and replace the rv and atrial leads. The patient condition was stable.